Event description:
The customer reported to olympus that the visera elite video system center gave a b30 error code. This occurred during preparation for a diagnostic urine drug screening (uds). The intended procedure was completed with another similar device. There was no report of patient harm.

Manufacturer narrative:
The device was not return to olympus for evaluation of the reported issue and is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.